Event description:
The customer reported that the tube was inserted in the patient on (B) (6) 2010 and two to three hours later, the pilot balloon was leaking at the seam. A non-routine replacement of the tube was required. The tube was discarded.